Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 137, 157, 124, 166 and 164 mg/dl. The customer¿s expected blood glucose test result range is 90-120 mg/dl fasting am. Customer reported having blurry vision; customer stated it started 06/11/2025 and is still ongoing. Customer contacted his pcp prior to the call on 06/16/2025 who instructed him to go and see the ophthalmologist (he will see the eye doctor on (B)(6) 2025). During the call, a blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/19/2026 and open vial date is 1 week ago. The meter memory was reviewed for previous test result history: result 1: 137mg/dl date: (B)(6) 2025 time: 10:09am fasting. Result 2: 157mg/dl date: (B)(6) 2025 time: 11:06am fasting. Result 3: 124mg/dl date: (B)(6) 2025 time: 5:51pm fasting. Result 4: 166mg/dl date: (B)(6) 2025 time: 7:46am fasting. Result 5: 164mg/dl date: (B)(6) 2025 time 9:41:am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Evaluation in process. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 18-jun-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition hasn't improved and he is still experiencing the blurry vision. Customer stated his primary does not know if it is related to diabetes until he sees the ophthalmologist tomorrow, (B)(6) 2025. Note 2: manufacturer contacted customer in a follow-up call on 01-jul-2024 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products. Customer saw the ophthalmologist on(B)(6) 2025. Dr advise the issue with his eyes is not symptoms of diabetes. Dr recommends he sees a neurologist as the right cornea may have some damage.

Manufacturer narrative:
Sections with additional information as of 08-aug-2025: h.3.: was the device evaluated by the manufacturer. H.6.: updated FDA¿s type, findings and conclusions codes. H.10.: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.